Manufacturer narrative:
Follow-up # 1 ¿ (04/22/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter is giving inaccurate high reading of ¿115 mg/dl¿ compared to feeling/normal reading. This complaint is classified according to the documentation of the customer care advocate. The patient tested on the subject meter on (B)(6) 2014 and took her insulin via the insulin pump accordingly. Within 4 hours, she experienced symptoms of low blood glucose described as ¿not talking, not awake but jumping around.¿ the patient administered self-treatment with glucagon injection. Troubleshooting indicated that the unit of measurement was correctly set. The meter was replaced and requested back for investigation. This complaint is being reported because the patient had symptoms suggestive a serious injury after she took insulin based on the alleged inaccurate lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.